Event description:
Nurse placed andersen 16f ng tube in right nare under sedation, but was not able to remove stylet from ng after placement. The nurse then had to replace entire tube with a new one. A non-stylet type tube was used instead. Nurse reported this was very traumatic for patient and his mother. Attending physician was also upset. He does not want any ng tubes with stylets used on his patients. The remaining tubes removed from unit supply as well as hospital supply.